Event description:
It was reported that the customer was unable to pass the sensation plus 50 cc iab catheter through the new 8fr sheaths. The catheter became "stuck". A second attempt was made with another sensation plus iab with the same result. The pt expired the following morning at 6 am. Related to MFR report #2248146-2014-00096

Manufacturer narrative:
The device was not returned for evaluation. Although an evaluation of the product was unable to be performed, a similar sample was obtained from stock and tested in an effort to try to confirm the reported event. The product performed according to specifications and the reported event could not be confirmed. A device and lot history records review was performed for the device used during the procedure and no non-conformances were found that are considered to be related to the event. (B)(4).